Event description:
It was reported that during a stent placement procedure, the device allegedly failed to expand in the proximal end. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the lot history record of this lot was reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the physical sample was not returned for evaluation. Two x-ray images were provided for two complaints, and it was assumed that the image with the stent taken in the chest section is related to this complaint. On the x-ray, the stent is constricted/ undeployed in the section 10-35mm (estimated value) from one stent end; distal and proximal of that section the stent was expanded which indicated that the stent sheath was retracted and that the stent adhered to the inner catheter. The investigation is confirmed for expansion issue. A definite root cause for the reported event could not be determined. Labeling review: a review of the relevant instructions for use for this product was conducted. The instructions for use was found to address potential complications and adverse events such as incorrect positioning of the stent requiring further stenting or surgery, intimal injury, and malposition. H10: d4 (expiry date: 08/2022), g3. H11: h6 (method, result). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending; however, images were provided for review. The investigation of the reported event is currently underway. The information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement, the device allegedly failed to expand. It was further reported that the vessel was predilated to deploy the stent and rolled back the thumb wheel. There was no reported patient injury.